Event description:
This report is being filed after the subsequent review of the following journal article, "acute surgical treatment of acromioclavicular dislocation type v with a hook plate: superiority to late reconstruction", von heideken, j., windhamre, h., une-larsson, v, and ekelund, a. (2013). Journal of shoulder and elbow surgery, 22:9-17. From 2000-2006, 41 patients were treated with a hook plate for acromioclavicular joint dislocation type v. Of the 41 patients, 37 were re-evaluated 1 to 8 years after the surgery. The patient group of 37 was split into two subgroups: acute and chronic. The acute group was defined as being operated on within four weeks after the injury and was comprised of 22 patients. The chronic group was defined as patients with an unacceptable amount of pain or functional disability after a minimum of four months of conservative treatment, and were operated on with a modified weaver-dunn procedure augmented with a hook plate. Preoperative radiographs were performed on the injured shoulder of all patients. Exclusion criteria include ac dislocation rockwood type I to IV and vi, immature bone, open dislocation, malignancy, neurovascular injury, severe osteoporosis, follow-up of less than 1 year, and other concomitant shoulder injuries or shoulder surgery. Patients were also excluded if the preoperative radiograph of the injured shoulder was missing or if there was no radiograph of the uninjured shoulder available. One patient in the chronic group had a revision due to a dislocation of the hook plate immediately after the operation and underwent revision with a new hook plate 3 days postoperatively. Patients in both groups had pain postoperatively. Timeframes in the study ranged from 22-62 months. This is report 1 of 1 for (B)(4). This report is for an unknown hook plate.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.